Event description:
As reported by navilyst medical's distributor in (B)(4), 4f PICC device which was placed on (B)(6) 2011, was removed on (B)(6) 2011 because of leakage. No complications to the pt were reported. The used catheter was returned to navilyst medical for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (B)(4) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for those lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2011 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. Visual review of the returned catheter noted a slice in the catheter tubing just distal to the suture wing. As a functional check, a guidewire was inserted into the catheter to check for patency. The guidewire was advanced through the entire length of the catheter and no obstruction was encountered. The cut in the tubing is consistent with that of being nicked or cut with a sharp instrument. This possibly happened during dressing removal. Root cause attributed to a sharp instrument being used. There is no evidence of manufacturing related defects and the catheter had been in place for 20 days prior to the complaint event. Process controls on the catheter assembly include 100% visual inspection for damage, 100% air leak testing and 100% testing with a guidewire to confirm lumen patency. (B)(4).